Event description:
On (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient stated that the alleged product issue first began on (B)(6) 2018, 6:00pm. The reporter stated that the patient manages her diabetes with 30 units of novolin 70/30 twice daily, and stated that she continued with her usual diabetes management routine in response to the alleged product issue. The reporter denied that the patient developed any symptoms, however, on (B)(6) 2018, 8:00pm the ambulance was called and they obtained blood glucose results of 400mg/dl on the emergency medical service meter. The reporter stated that an hcp administered the patient an increased dose of 50 units of novolin 70/30. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The patient completed the correct testing steps. However, the reporter confirmed that the patient had been incorrectly storing their test strips in a plastic bag outside of the vial. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event and subsequently received treatment from an hcp after the alleged product issue began.